Event description:
The customer reported the au5800 clinical chemistry analyzer generated six (6) erroneously high patient results for ise (ion selective electrode) na (sodium), potassium, and cl (chloride). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Or patient data print outs. Customer verbally provided an example for an na result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined hardware malfunction . The fse rebuilt the ise module which included repalcement of the following parts: ise case, na cable, cl cable, k cable, reference cable , reference electrode , solenoid valve and valve assy which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Beckman coulter internal identifier is case-(B)(4).